Event description:
It was reported that white, foreign residue was found on the bd luer-lok¿ tip syringe plunger when pulling it back. The following information was provided by the initial reporter: "when making a red cell component (supernatant reduced red cell) noticed the 30 ml syringe had a white residue when plunger was pulled away from the syringe. White residue was present before the red cells were pulled into the syringe."

Manufacturer narrative:
H6. Investigation summary: it was reported the syringe had a white residue when plunger was pulled away from the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with the plunger rod all the way down and pressed to the bottom the syringe barrel. It shows what appears to be white foreign matter, which could also be the medical grade lubricant that is applied to the syringe barrel and the rubber stopper. A device history record review was completed for provided material number 302832, lot number 2126211. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Manufacturer narrative:
Investigation summary: as a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number: 302832 and lot number: 2126211. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that white, foreign residue was found on the bd luer-lok¿ tip syringe plunger when pulling it back. The following information was provided by the initial reporter: "when making a red cell component (supernatant reduced red cell) noticed the 30 ml syringe had a white residue when plunger was pulled away from the syringe. White residue was present before the red cells were pulled into the syringe."